Event description:
I had the essure sterilization done in 2008. I went back for my hsg test in 2009, and was told that my tubes were blocked. A couple of weeks after the test, I got pregnant. I went to my doctor and he confirmed the pregnancy, and told me that it was a product malfunction. He said that he contacted the company, but no one returned his call. Dates of use: 2008 to present. Diagnosis or reason for use: prevent pregnancy.